Manufacturer narrative:
Philips service replaced the geo ipc, reloaded the software, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry movement issue occurred due to defective geo ipc on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.